Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and found to be discolored and scratched. The ipg passed communication testing with the programmer and passed the auto test. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed communication and functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2009, the patient was implanted with a scs system. On (B) (6) 2010, it was reported that the patient fell which led to the ipg site becoming painful. The patient requested to have the system explanted.